Event description:
Nurse called and said, dr concerned about variation from lab. The suspect device results was 1.9 inr, compared to a lab result of 1.2 inr. No treatment alleged. The device was replaced and requested to be returned for evaluation.